Event description:
It was reported that during a procedure to treat a lesion in the mid femoral artery with mild calcification and 80% stenosis, a 3x40x80 foxcross balloon catheter was advanced; however, on the first inflation the balloon ruptured at 2 atmospheres. The foxcross was removed from the patient anatomy and a new same size foxcross balloon catheter was used successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: j wire. Inflation: cook. Sheath: st jude ultimum e. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The rupture was able to be confirmed. Based on a visual inspection and scanning electron microscopy imaging inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.